Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a caesarian section, the surgeon ran into heavy bleeding and the pencil was placed on the drape covering the patient and burnt a hole in the drape. It was reported the pencil remained activated when placed on the drape and there was a possible burn mark on the patient's skin.

Manufacturer narrative:
Evaluation summary: two devices were received for evaluation. The corresponding electrodes were also received,. The returned product met specification as received. Visual inspection found no defects on both devices. The connector plug was cut off on one of the devices. For each device, visual inspection found no damage to the associated electrode that was returned with pencil. The switches were found to have normal response when pressed. Both passed hipot testing. The electrode showed evidence of probable unintentional shorting to a metal insert and overheating damage. The device, with the connector plug, was plugged into a 40k ohm test box and activated in both the cut and coag mode with satisfactory results. The device plugged into a generator and activated normally. The investigation did not identify any defects with the pencil that could have contributed to the reported event. The investigation found the device to function normally and within specifications. The instructions for use (IFU) states, confirm proper electrosurgical generator power setting before proceeding with surgery. Use the lowest power setting to achieve the desired surgical effect. If information is provided in the future, a supplemental report will be issued.